Event description:
The pump was returned for investigation. Investigation revealed that the top of the battery cap was stripped and was unable to be removed from the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the top of the battery cap was stripped. The cap was unable to be removed from the pump. When removed with pliers for further evaluation, the battery cap was found to be within specifications. (B)(6).